Event description:
The complainant reported that the clinicians were performing the therapeutic implant of a port vaxcel in the chest of a patient (age and gender unknown). During this procedure the peel-away sheath started to peel appropriately along the perforation for about 1cm, but then the sheath broke in the patient. The clinician then performed a cut down to enable the removal of the sheath pieces from the patient. With the aid of a surgical tool the physician successfully removed all pieces of the broken sheath from the patient. The complainant reported that the procedure was then able to proceed and was successfully concluded. There was no indication from the complainant of any additional adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed; therefore, a failure analysis is not available and we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event. The may 2007 15-month ports valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.